Manufacturer narrative:
The patient ID, gender and weight are unknown. The exact age of the patient is unknown, however, the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (intervention required to stop bleed). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the biopsy forceps were inserted through the endoscope and positioned within the esophagus to obtain biopsy samples. However, the physician reported that the bites taken by the forceps were too large. During one bite, the forceps pierced through the mucosa into a blood vessel causing an active bleed. A resolution clip was used to successfully control the bleed. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.